Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse ran hot water through the waste valve vacuum line and disassembled the waste valve. The fse discovered that several dried blood chunks were blocking the wash/waste flow. The fse cleaned the waste valve, reassembled and performed tube height alignments. After servicing the instrument, the fse verified the cap piercer performance. Failure mode of this event was due to an obstructed waste valve vacuum line. (B)(4).

Event description:
A customer reported to beckman coulter (bec) that they observed small drops of leaked fluid on their unicel dxc 600i synchron access clinical system. To investigate source of the leak, the customer removed cover over piercer and observed fluid coming up and out of the blade wash station. The leak was contained within the analyzer. There were no flags or error messages alerting the customer of the instrument issue. The customer disabled the cap piercer to allow the instrument to continue running patient samples. The customer confirmed no erroneous results were generated in connection to this event. The customer estimated the volume of the leaked material was approximately 10 ml. The customer was wearing personal protective equipment (ppe), consisting of a laboratory coat and gloves. No exposure or injury occurred due to the cap piercer leak.